Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, there was a bias current fault with the tps handpiece cord. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
It was confirmed the cable caused a bias current error to be displayed by the service technician through functional evaluation. During the device inspection, the cable¿s internal wiring was found to be damaged. The device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility there was a bias current fault with the tps handpiece cord. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.